Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint and found the endoscope to have missing screws on the housing. The left eye had poor focus at all distances. The temperature indicator showed 5 dots. Glue damage was found on the fiber distal tip.

Event description:
It was reported that out of the box, the endoscope was observed to have the screw missing from the housing. There was no report of patient involvement.